Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be pressed down. The sheath was replaced, and another unknown exoseal device was used to complete the procedure. There was no reported patient injury. The operator was trained in the device. The exoseal vcd was used in a diagnostic procedure, stored and prepared according to the instructions for use (IFU). The procedure used a retrograde approach. There were no visible signs of device or packaging damage prior to use. A non-cordis 6f sheath was used. Angiography verified femoral artery suitability with appropriate insertion angle, and vessel diameter was confirmed to be =5 mm. There was no calcium, plaque, stent, stenosis >50%, or evidence of hematoma, arteriovenous fistula, or pseudoaneurysm near the puncture site, and the site had not been closed within 30 days prior. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. When the button was pressed, it could not be pressed at all. At that time, the indicator window showed solid black, and no red color was observed during retraction. The device was attempted to be deployed outside of the patient, but the button could not be pressed. A non-sterile exoseal vascular closure device, size 6f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found fully deployed. A 6f cordis avanti catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, and the deployment lever was fully depressed, resulting in the expected indicator wire retraction and plug deployment. The indicator window then displayed the black/white and red positions as expected. A high-magnification evaluation was conducted to examine the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis and successful plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be pressed down. The sheath was replaced, and another unknown exoseal device was used to complete the procedure. There was no reported patient injury. The operator was trained in the device. The exoseal vcd was used in a diagnostic procedure, stored and prepared according to the instructions for use (IFU). The procedure used a retrograde approach. There were no visible signs of device or packaging damage prior to use. A non-cordis 6f sheath was used. Angiography verified femoral artery suitability with appropriate insertion angle, and vessel diameter was confirmed to be =5 mm. There was no calcium, plaque, stent, stenosis >50%, or evidence of hematoma, arteriovenous fistula, or pseudoaneurysm near the puncture site, and the site had not been closed within 30 days prior. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. When the button was pressed, it could not be pressed at all. At that time, the indicator window showed solid black, and no red color was observed during retraction. The device was attempted to be deployed outside of the patient, but the button could not be pressed. The device will be returned for analysis.